Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via tnt in its original packaging and jar submerged in clear solution. The serial number tag was returned with the valve. The valve was discolored showing evidence of blood contact. The frame appeared distorted with the inflow exhibiting a slight kidney-shaped appearance suggestive of a possible infold. All leaflets were pliable with signs of moderate creasing. Leaflet 1 (l1) and 2 (l2) were received partially open while leaflet 3 (l3) was in a closed position. All commissures appeared intact. Bloody remnants noted on commissure 1. The valve was submerged in warm saline to reset the frame. The valve was then placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. The valve was then fully deployed and appeared to exhibit a complete dilation; no anomalies were noted. Image review: based on the event description and the pictures uploaded, the reviewer can¿t confirm that the valve was correctly loaded. During the first deployment the valve looks under-expanded but there are no further info. During the second deployment the valve appears with an infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a non-medtronic surgical valve, the valve was partially deployed and was under-expanded. The valve was in a high position. The valve was recaptured and deployed again, however fluoroscopy indicated that the valve was under-expanded. Inspection revealed that the valve was infolded. The valve was removed and a new valve was used for implant. It was reported that the valve load had been confirmed with no issues. It was reported that the infold may have been evident prior to recapture. No adverse patient effects were reported.